Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This report is late due to a delay in receiving paperwork.

Event description:
It was reported that the lead exhibited capture thresholds of 2.75 v and no sensing thresholds. The lead was replaced.